Manufacturer narrative:
Continuation of d10: product ID: 97745 (serial: (B)(6); product type: 0201-programmer patient; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient (pt) reported that the controller battery was going bad. Pt said that yesterday, they were trying to charge the implantable neurostimulator (ins) when they got a message "battery needs service". Pt mentioned they usually charge the implant for 45 minutes but now, it took them 2 hours, and the implant did not reach 100%. During the call, pt was still charging the implant and stated the controller battery was at 100% while the implant was recharging 80% with excellent quality. Agent reviewed replace controller batteries message. Agent had pt stop charging, disconnect the recharger, reset the controller and clean the connections. Pt denied any inspect visible damage to the battery compartment, battery pack, recharger and controller port. Pt got memory problem message, so agent walked them through updating the date and time. Agent had pt start a recharging session and after 5 minutes, pt confirmed that the controller battery went down to 90% while the implant was recharging 90% with excellent quality. Agent reviewed sometimes resetting the controller and cleaning the connections help resolve the issue. Agent advised pt to monitor the issue and call back if the issue persists. During the call, pt mentioned they never shut the stimulation off.